Manufacturer narrative:
Investigation summary: customer reported that the ¿system is leaking¿ per fse customer changed the waste container, but, did not reset the ffss (facsflow supply system). Fse did not find any problem with the system. Fse reset the ffss. Review of the DHR for part number: 647177h2 and serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Based on the investigation results and the fse¿s report the root cause cannot be determined. Customer wears ppe to prevent injury / harm due to exposure to biohazards. Based on the investigation results and the fse¿s report the complaint was unconfirmed. Customer reported no physical harm or injury.

Event description:
It was reported that wasteline leakage occurred outside of instrument during use with a bd lsrfortess¿ so. The following information was provided by the initial reporter, translated from german to english: ffss was not reseted after changing the waste container. Additionally, on 2020-8-26 the fse provided the following additional information: 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. What is the source of leak -- waste line or non-waste line? Wasteline. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that wasteline leakage occurred outside of instrument during use with a bd lsrfortess¿ so. The following information was provided by the initial reporter, translated from (B)(6) to english: ffss was not reseted after changing the waste container. Additionally, on 2020-8-26 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Wasteline. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.